Manufacturer narrative:
(B)(4). Torn one realize adjustable gastric band-c with 60.5cms of catheter attached, one-way valve in place and extender plus suture loop still present were returned for analysis. The complaint is confirmed, the device was returned with a clear tear on the locking shell. Detailed microscopic evaluation of the device indicated presence of a dent in the material. A potential cause of the reported event it is that the device was inadvertently nicked/damaged during manipulation. This may in turn have caused the locking shell to tear during band placement procedure. Review of the product's instructions for use (IFU) cautions against damaging any part of the band, it is also noted that detailed instructions regarding proper device manipulation technique are provided. A device history record review was performed and no anomalies were found with respect to the manufacturing process. It was also noted that products are 100% inspected prior to distribution therefore a manufacturing issue is unlikely to have contributed to the event.

Event description:
It was reported that during the implantation of the realize adjustable band, while placing the band on the stomach and locking the shell the device was noticed to be torn. It is unknown when the shell became torn. A non-traumatic grasper and needle driver were being used to place the band. No pieces fell into the patient. A 15mm trocar was used to insert the band into the patient. There were no patient consequences reported. Another band was used to complete the procedure.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.